Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a needle through the catheter during catheter introduction. The following information was provided by the initial reporter: this morning, one of my short stay staff inserted one of the bd nexiva on a patient. After getting blood return, she had a bit of resistance and went to reposition. The patient complained of significant discomfort. She removed the IV and the needle was separated from the plastic sheath and partially bent.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a needle through the catheter during catheter introduction. The following information was provided by the initial reporter: this morning, one of my short stay staff inserted one of the bd nexiva on a patient. After getting blood return, she had a bit of resistance and went to reposition. The patient complained of significant discomfort. She removed the IV and the needle was separated from the plastic sheath and partially bent.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1063618. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, photographs were submitted to aid in our investigation into this incident. Our engineers noted that the photographs displayed a needle bent at the notch position and a pierced catheter tube. Based on closer inspection of the provided photographs, our engineers believe that this issue may be the result of reinsertion during use. In the provided photographs the tip of the catheter tubing is saturated with blood. This indicates that the tubing was involved with the initial insertion and a partial intubation. Both a catheter-spear-through and a bent needle can occur during the manufacturing process, however both non-conformances would result in an inoperable device that is incapable of a partial intubation like the one observed in the provided photograph. Based on the available information our engineers have determined that this non-conformance is unrelated to the manufacturing process.